Event description:
Infant had deterioration with decreased heart rate and o2 desaturation. Infant required intubation and CPR. The percutaneous central venous catheter in proximal superior vena cava had eroded through the vessel wall. The pt had leakage of fluid into the pericardial sac, which was determined by needle aspiration to be hal/il.